Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. The procedure was cancelled. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a versacross connect access solution for faradrive was selected for use. After obtaining femoral access, a non-boston scientific bsw decanav diagnostic catheter and bsw 10 fr nav soundstar were advanced to the inferior vena cava (ivc) under angiography and carto mapping. After some difficulty due to reported challenging ivc/right atrium anatomy, the ice catheter was positioned in the ra and the decanav was advanced into position in the coronary sinus. A faradrive and versacross dilator were then advanced to the ivc over a versacross rf wire. Difficulty was reported when advancing the decanav, carto ice, and faradrive with octaray from the ivc to the right atrium. Then, a non-boston scientific sr0 sheath and a bsw octaray were utilized to advance to the sr0 to the svc from the ivc. After that, a ra activation and voltage map was created to verify previous cti line block from a rf ablation performed in 2023. The sr0 and octaray were then readvanced to the svc and the octaray was removed. The sr0 was exchanged for the faradrive over the versacross rf wire. During the exchange the decanav and soundstar moved out of position, hence both were repositioned. Transseptal puncture was performed on the first attempt with no issues reported. A first catheter was inserted and deployed into the left atrium (la) but a spline inversion issue was noticed and the device was replaced. A second catheter was inserted without issues. The left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were ablated successfully, then, the physician noticed a pericardial effusion on the intracardiac echocardiography (ice). The devices were removed from the la and a pericardiocentesis was performed. The patient's vital signs remained stable throughout the procedure including during and after access, mapping, ablation, and the pericardiocentesis. The procedure was not completed. The patient was discharged and doing well. The device is not expected to return for laboratory analysis. The device is not expected to be returned for analysis (disposed). Shorth straight sheaths were used with the non-boston scientific diagnostic and intracardiac echocardiography (ice) catheters used. Faradrive sheath was used with the farawave and mapping catheter. The physician communicated the likely effusion location was somewhere in the right atrium. Catheter was in the left atrium when effusion was discovered. The effusion was located in the right atrium. The patient has been discharged from the hospital successfully.